Manufacturer narrative:
(B) (4) for constipation; not eating; mood alteration; drowsiness, restlessness.

Event description:
It was reported that the pt experienced a cerebrospinal fluid leak following a new pump and catheter implant. The pt took caffeine and the headache had resolved. The pt also experienced constipation, not eating, dehydration, mood alteration, fatigue, drowsiness, restlessness and was "not sleeping". The pt indicated that he was on a low medication dose. It was later reported by the hcp that the symptoms were caused by the "procedure and intrathecal medication". The pump contained morphine 10 mg/ml at a dose of 1.5 mg/day. Per this reporter, the pt also experienced nausea and urinary retention. The pt had a blood patch and was given antiemetic flomax; symptoms resolved. The pt recovered without sequela; no injury. Per the report, "wife is non-supportive of this therapy".